Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 08204, was returned and analyzed. Visual inspection of the catheter showed the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for 13 injections. Dissection revealed a leak path through the catheter coaxial connector adhesive. Also, pressure test revealed a guide wire lumen kink at 1.41 inches from the tip inside the balloons. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was kinked while the left inferior pulmonary vein (lipv) was isolated. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.